Event description:
Literature: gago mf, rosas mj, linhares p, ayres-basto m, sousa g, vaz r. Transient disabling dyskinesias: a predictor of good outcome in subthalamic nucleus deep brain stimulation in parkinson's disease. Eur neurol. 2009;61(2):94-99. Summary: it was reported that pts with parkinson's disease (pd) that submitted to subthalamic nucleus deep brain stimulation (stn-dbs), developed transient disabling dyskinesias immediately after surgery. The literature article describes the distinctive characteristics of these pts and compares them to the rest of the pd pts that submitted to stn-dbs. The dyskinesia group needed a lower equivalent daily dosage (ledd) over the time of f/u. It was reported that disabling dyskinesias was observed in this pt only after switching on the stimulation despite levodopa withdrawal and cessation or reduction of stimulation. Surgery was not eventful, and routine postoperative (6 h after surgery) cerebral CT ruled out major ischemic or hemorrhagic lesions, however, a microlesion of the stn could have been involved in the etiopathology of the results. During surgery, this pt presented good microrecording and good motor benefit during microstimulation. The pt was discharged 1 week after surgery with bearable but persistent dyskinesias. Resolution of dyskinesia was spontaneous and took approx. 12 weeks. The pt required gradual increases of stimulation voltage without change to the chosen contacts. See manufacturer report number: 2182207200902961.